Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) was confirmed. Upon investigation the electrode belt failed incoming functional testing. The electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to corrosion on the j702 connector and power supplies on the distribution node pca board. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the damaged electrode belt.

Event description:
A distributor returned electrode belt sn (B)(4) and reported that ECG electrodes were non-functional.